Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High ventricular impedance/resist. The ventricular pace impedance measurement was in the 300 - 400 ohm range until the week ending (B)(6) 2008 when for the next seven weeks the max value was infinite. The last week max value was 3856 ohms. Interference/noise. The lifetime ventricular sensing integrity count is 172,563 and all but two counts occurred since (B)(6) 2008. A high value of this count can indicate a possible intermittency in the system.

Event description:
It was reported that there was oversensing, a possible rv (right ventricular) lead fracture, high impedance greater than 3000 ohms, and that the patient received inappropriate shocks. Both the rv and atrial leads were capped. It was later determined via review of manufacturer's database that the patient had died 3 months later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.